Event description:
It was reported that the insulin pump failed battery test. No further information provided.

Manufacturer narrative:
Failed battery test alarm due to corroded battery cap contact. Cracked reservoir tube lip and minor scratches on display window noted during visual inspection.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)